Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number of quantities. Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported occlusion issue with the infusion set site that there was something occurring at the site on (B)(6) 2026.